Event description:
It was reported that the pt presented in-clinic for f/u. Upon interrogation of the device, a notification was issued for device reset. The device was successfully reprogrammed and pt f/u visit was scheduled.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.